Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The reported hub separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that there was no reported resistance removing the 3x20 nc trek from the packaging. There was no report of resistance during advancement to the target lesion in the right coronary artery. When the user was attaching the inflation device to the nc trek, the hub of the nc trek separated from the rest of the device. There was no air entry into the patient and no adverse patient effects. The nc trek was removed from the anatomy and replaced with another nc trek to successfully complete the procedure. No additional information.